Manufacturer narrative:
(B)(4). Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a device check was performed and the right ventricular (rv) lead exhibited noisy signals since 2017. An attempt was made to reproduce the noise, but was unsuccessful. Technical services reviewed the data and confirmed the clinical observation. There were also alerts for low intrinsic amplitudes in 2018. In addition, all other lead measurements are stable and within range. Ts recommended further troubleshooting options. Additional information was received, stating that the patient was followed-up and additional testing was provided. Testing showed the noise was reproducible. Subsequently, during a normal device change out procedure, the physician elected to capped the rv lead. A new lead was successfully implanted. No adverse patient effects were reported.